Manufacturer narrative:
Correction: section d4 - the previously reported serial number: (B)(4) was incorrect; the correct serial number is (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for lead revision. Patient had a competitor lead with high threshold, and lead dislodgement on a different lead at an unknown date. Both leads were explanted and replaced along with the device due to early battery depletion and having a couple of years remaining. The patient was stable, before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.